Event description:
It was reported that patient presented to the hospital with an impending pocket erosion issue. Device is under fsca battery advisory. Device was explanted and a new device was implanted. Patient did not experience any adverse effects prior, during and post procedure.